Event description:
A nurse reported that seven fibers entered the anterior chamber of a pt's eye during a procedure. The surgeon was able to extract all but one fiber; however, he did not feel that the remaining fiber would cause any problems. It was noted that stray fibers had been seen on the eye instruments and were believed to be associated with the table cover.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and DHR (device history record) review was not possible. The customer reported that the eye packs at another facility do not have the same table cover and they don't seem to have the same issue with the fibers. While the lot number is unk for this complaint, a review of recent lot history for this pak and the pak for the other facility, found that both paks are built with the same back table cover. The root cause of the customer's complaint is not known; a sample was not returned for investigation. The company rn recommends that the customer place the instruments on a mayo tray and avoid placing them directly on the mayo stand cover or back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. (B)(4).